Event description:
The customer reported that the central nurse's station (cns) was freezing intermittently.

Manufacturer narrative:
Details of complaint: on (B)(6) 2020 customer states that cns freezes for a few seconds intermittently. This happens about 2-3 times per 12-hour shift. Cns monitors telemetry only. Screen freezes then goes back to normal after a few seconds. One of the occurrences was at 0810 on (B)(6) 2020. Investigation summary analysis of device logs and network traffic could not determine the root cause of the reported issue. No errors were found. The issue has not re-occurred. Due to the low occurrence rate, low risk rating and no errors found from the analysis, further action is not warranted.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) was freezing intermittently. The customer also reported that this happened 2-3 times over a 12-hour time period. This cns monitors telemetry only. No harm or injury was reported. The customer will be collecting logs for further evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: multiple transmitters were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters: model: ni, s/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that the central nurse's station (cns) was freezing intermittently.